Event description:
A supplemental report is being submitted due to completion of the investigation on 16 oct 2025

Manufacturer narrative:
Device evaluation: 01 x clso-10-7 device of lot number c2278587 involved in this complaint was not returned to cirl for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing record review: prior to distribution all clso-10-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2278587. A review of the manufacturing records for clso-10-7 of lot number c2278587 did not reveal any discrepancies that could have contributed to this complaint issue. Review of historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the instructions for use, ifu0045 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause could not be determined. A possible root cause for the stent¿s flap getting stuck in the scope¿s elevator may involve several contributing factors. User technique, such as the application of excessive force or improper alignment during advancement, can increase the likelihood of the flap catching on the elevator mechanism. Additionally, resistance encountered due to tortuous patient anatomy or variations in endoscope design may make passage more difficult. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary: the user reported an issue with 1 unit of lot c2278587 of clso-10-7 device. The user reported stent's flap got stuck in scope's elevator. Confirmed quantity of 1 device, confirmed used. Investigation findings conclude that a definitive root cause could not be determined from the available information. A possible root cause for the stent¿s flap getting stuck in the scope¿s elevator may involve several contributing factors. User technique, such as the application of excessive force or improper alignment during advancement, can increase the likelihood of the flap catching on the elevator mechanism. Additionally, resistance encountered due to tortuous patient anatomy or variations in endoscope design may make passage more difficult. Complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Stent's flap got stuck in scope's elevator for the in a row.